Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens). It was reported that during the trial, 2 feet of the lead got caught and was pulled out of the patient's body. The patient stated they notified their physician at the time but not the manufacturer. Patient services reviewed that this event needs to be documented and the patient stated, "no that was years ago, I'm good" and hung up.